Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 22004 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed that the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 18 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach were observed 0.833 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to a breach and a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, an error message was received indicating that there was a serial peripheral interface (spi) circular redundancy check error. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.